Event description:
The device was used during a gynecological procedure. Reportedly, the wound dehiscented and bleeding occurred. The surgeon performed a re-operation and applied another suture to correct the condition. The hospital has reported the patient's condition is satisfactory.